Event description:
The machine detected a dialyzer blood leak. The treatment was stopped, and the fluid was checked and a leak was confirmed. The dialyzer blood leak policy was followed. The dialyzer fibers appeared to have ruptured.